Event description:
It was reported with the use of the bd vacutainer push button blood collection set there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical support services had reached out to the customer and learned that the incident had occurred when they removed the IV needle from the patient's arm prior to pushing the button and retracting the needle. Tech support provided documentation to the customer that explained the recommended method of activating the IV needle retraction (by pushing the button) while the needle was still in the patient's arm. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with leakage. There was no report of injury or medical intervention.